Event description:
It was reported that the customer had irritation that was like an inflamed hair follicle pimple. They saw doctor and was treating with antibiotics and cream. Also customer had abrasion and would not be using for a while. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The reported event is inconclusive, due to representative sample. A potential root causes include inadequate material selection/materials of construction are not biocompatible/material surface is rough, abrasive or uncomfortable. The device did not meet relevant specifications. The product was used for treatment purposes. Unknown if the product caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Warnings: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had irritation that was like an inflamed hair follicle pimple. They saw doctor and was treating with antibiotics and cream. Also customer had abrasion and would not be using for a while. It was noted that the patient had been using the purewick products for more than 90 days.